Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the remaining battery longevity had not reduced much since telemetry with the device was previously established. It was also noted that no impedances were out of range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause and what troubleshooting was performed related to the event were unknown. It was also unknown if there were any actions/interventions planned to resolve the short battery life. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported the implantable neurostimulator (ins) seemed to have a short battery life, even though it had been 2 months since implantation. No surgical intervention had occurred and none was planned. It was indicated the patient status at the time of report was alive with no injury. The patient's settings on the left was 4.6 v, 330 microseconds, with a rate of 130 hertz. It was noted the polarity was bipolar and electrode usage was 9+, 10-, 11-. The right side was 4.3 v, 210 microseconds, with a rate of 130 hertz and electrode usage of 0+, 1-, 2-. It was indicated the patient used the device 24 hours a day. It was noted there was a possibility of high parameter. No troubleshooting was performed and it was noted mdt data would be obtained at the patient's next outpatient visit. The issue was not considered resolved at the time of report. No complications were reported/anticipated.